Manufacturer narrative:
Follow-up #1 date of submission 03/19/2014-product analysis:the pump has been returned and evaluated by product analysis on 02/28/2014 with the following findings:the keypad was found to be torn. Evaluation revealed that the ok, up, and down keypad buttons were intermittently responsive and the contrast button was unresponsive. There was evidence of keypad contamination found under all key contacts. The contrast button key contact was found to be missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the keypad cover was damaged and the up and down keypad buttons were difficult to press and their responsiveness had changed. It was unknown which issue occurred first. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.